Event description:
On (B)(6) 2024, a patient underwent spinal surgery consisting of seaspine's regatta lateral system. The 36-90-3000 regatta lateral inserter fractured intra-operatively and the fragment was left inside the patient. The customer reported that the surgery was completed, and no additional treatment was required.

Manufacturer narrative:
The 36-90-3000 regatta lateral inserter was returned and evaluated by product engineers. The inserter tip had sheared off, possibly due to over-tightening of the implant. The fractured tip remains in the implant. No radiographs were provided. Review of labeling: intraoperative warnings breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.